Event description:
It was reported by the physician that an overheating message was received. When the nurse subsequently powered up the programmer, it was okay. The programmer remained in use and will be returned if the error appears again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).